Event description:
It was reported that a possible type 3b endoleak originating from the left zenith flex with spiral-z technology aaa endovascular graft iliac leg was observed during an endovascular abdominal aortic repair (evar) procedure for a 57-year-old male patient. The most proximal extent of the aneurysm was at the level of the renal arteries. There was suitable proximal seal zone with appropriate length and diameter and free from prohibitive occlusive disease, calcification or thrombus. There was suitable distal seal zone with appropriate length and diameter. Distal sealing zone location was at the iliac arteries. The targeted visceral vessels were of appropriate length and diameter for bridging stent placement. Arterial tortuosity, calcification and diameter was conducive to placement of endovascular delivery system. Medical history: myocardial infarction (B)(6) 2025) with percutaneous transluminal coronary angioplasty (ptca) / stent (B)(6) 2025), past smoker (at least 1 year ago, 10 pack years), type ii diabetes. Renal: serum creatinine: 0.9 mg/dl. Inclusion/exclusion review there are no endovascular grafts present in the abdominal or thoracic aorta. There are no previous stents in any vessel to be accommodated with a fenestration or bridging stent. The most proximal extent of the aneurysm was within 20 mm proximal to the celiac artery and 15 mm distal to the lowest renal artery. Type of aneurysm: most likely a pararenal/juxtarenal - those with a proximal disease extent between 4 mm distal to the sma and 15 mm distal to lowest renal. The proximal seal zone was free from prohibitive occlusive disease, calcification and thrombus. Arterial tortuosity, calcification and arterial diameter were conducive to placement of the endovascular delivery system. Medical and anatomical criteria - aorta maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system (degrees): 20 angulation between infra-renal aorta and aneurysm center line (degrees): 48 length of the proximal seal zone: 60 mm length from the lowest targeted vessel (most inferior aspect) to the aortic bifurcation: 106 mm diameter of aorta at location of maximum diameter over length of proximal seal zone (ow to ow): 30 mm diameter of aorta at location of minimum diameter over length of proximal seal zone (ow to ow): 29 mm change in seal zone diameter: 3.33% aorta diameter at the location of maximum aneurysm diameter (ow to ow): 56.5 mm. Anatomical criteria ¿ visceral vessels length of the ostium to first major bifurcation (mm): celiac (29), sma (46), right renal (61), left renal (16) diameter of vessel at location of intended distal landing zone (ow to ow) (mm): celiac (7.2), sma(8), right renal(6.8), left renal(7) % stenosis: celiac(<=50%), sma(<=50%), right renal(<=50%), left renal(<=50%) anatomical criteria ¿ iliac length of the ostium to first major bifurcation (mm): right(93), left(70) diameter of vessel at location of intended distal landing zone (ow to ow) (mm): right(14), left(16) % stenosis: right(0), left(10) do access vessels have minimum inner diameter from introduction site to aorta to accommodate delivery system of devices: right(yes), left(yes) the image reviewer commented: there may be a suitable 15 mm infrarenal seal zone. Short left main renal artery trunk. There is a 3 to 4 mm left accessory renal artery. Pre-procedural computed tomography angiography (cta) imaging was completed on (B)(6) 2025, 174 days prior to the procedure. Proximal sealing zone: there was no occlusive disease, calcification or thrombus. The proximal seal zone shape was parallel. Common iliac artery calcification: right (none), left (none), common iliac artery occlusive disease: right (none), left (none), external iliac artery calcification: right (none), left (none), external iliac artery occlusive disease: right (none), left (none), femoral artery calcification: right (mild), left (mild), femoral artery occlusive disease: right (mild), left (mild), tortuosity of the iliac: right (none), left (none). Anatomical measurements aorta diameter at the location of maximum aneurysm diameter (ow to ow) (mm): 56 length of suitable proximal seal zone (mm): 63 diameter of aorta at location of maximum diameter over length of proximal seal zone (ow to ow) (mm): 27. Diameter of aorta at location of minimum diameter over length of proximal seal zone (ow to ow) (mm): 23 % change in seal zone diameter throughout length of seal zone: 14.81 length from lowest targeted vessel (most inferior aspect) to the aortic bifurcation (mm): 113 angulation between infra-renal aorta and aneurysm center line (degrees): 159 maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system) (degrees): 164 anatomic criteria ¿ visceral vessels diameter of vessel at location of intended distal landing zone (ow to ow) (mm): celiac (7), sma (7), right renal (6), left renal (6) length from ostium to first major bifurcation (mm): celiac (33), sma (46), right renal (20), left renal (20) % stenosis: celiac (<= 50%), sma (<= 50%), right renal (<= 50%), left renal (<= 50%) anatomical criteria ¿ iliac diameter of vessel at location of intended distal landing zone (ow to ow) (mm): right (14), left (15) length from ostium to first major bifurcation (mm): right (96), left (59) does the location of intended distal landing zones maintain the patency of the internal iliac artery?: right (yes), left (yes) % stenosis: right (0), left (0) the patient underwent an endovascular aortic repair (evar) procedure on (B)(6) 2026 under general anesthesia. Percutaneous (ipsilateral) access was gained via the right femoral artery. Percutaneous (contralateral) access was gained via the left femoral artery. Patient in procedure room (24- hour clock): 08:15 administration of anesthesia (24- hour clock): 08:15 initial incision (24-hour clock): 09:31 initial catheter inserted (24-hour clock): 09:31 final catheter removed (24-hour clock): 12:41 all incision closures complete (24- hour clock): 12:41 out of procedure room (24-hour clock): 13:04 estimated blood loss (cc): 30 no packed blood bank products were administered during the procedure amount of contrast used (total during procedure) (ml): 120 contrast concentration (mg/ml): 370 total fluoroscopy time (from incision to removal) (min): 57 radiation dose (total during procedure)(mgy): 3437 there were successful access, deployment and delivery of all devices in the intended location. All delivery systems were successfully withdrawn. There were no unanticipated corrective interventions required during the index procedure. Devices implanted during the study procedure: zfen +: there were no difficulties with flushing the introducer system, removing the release wires, cannulating the fenestrations or retracting the sheath. The stent was adequately visualized from start to end of implant. There were no difficulties cannulating the fenestrations. There were no difficulties cannulating the fenestrations. No difficulties were encountered retracting the sheath. Universal distal body, rpn: unibody2-24-81-ci: there were no difficulties with flushing the introducer system. The access was ipsilateral. The amount of overlap with the preceding component was three stents. There were no difficulties removing the release wires. There was no difficulty retracting the sheath. The unibody 2 was able to be adequately visualized from the start to the end of the implant. Right iliac leg graft: ipsilateral, common iliac, 3 stent overlap with preceding component left iliac leg graft: zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-13-74-zt. Placed on the right ipsilateral side placed in the common iliac artery., a two stent overlap with preceding component. Left iliac leg graft: used to reline left iliac limb for possible endoleak. Implanted after all study devices, unplanned. Procedural imaging in the form of an angiogram was completed on (B)(6) 2026. All devices were patent at the end of the implant procedure. There was no evidence of device integrity issues. A possible type 3b endoleak was present and will be confirmed with a cta in 30 days. Post-procedure clinical assessment was completed in person on (B)(6) 2026, two days post-procedure. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2026 and discharged from the ICU on (B)(6) 2026. The patient was later discharged from the hospital on (B)(6) 2026. The patient is not currently taking antithrombotic medications. Since the study procedure, the patient has had significant medical problems or was hospitalized. Details were not provided. Per pre-procedure imaging, the left common and left external iliac artery had no calcification and no occlusive disease. The left femoral artery had mild calcification and mild occlusive disease. There was no tortuosity of the left iliac artery. There was 0% stenosis of the left iliac artery. The patient was discharged from the hospital on (B)(6) 2026 and was not currently taking antithrombotic medication. There has been no further treatment after the conclusion of the index procedure. The site reports endoleak re-evaluation will occur on 30-day follow-up CT this report captures a type 3b endoleak originating from the left iliac limb (zsle-13-74-zt), in which an additional graft was deployed during the index procedure to resolve the endoleak.

Manufacturer narrative:
H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.